Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as they got a no delivery alarm during a bolus. The customer¿s blood glucose level was 437mg/dl. The customer was assisted with troubleshooting. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin exited. Customer decline to troubleshooting for high blood glucose and stated that it was due to no delivery. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The device will not be returned for analysis.